Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of throat infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ and juvéderm® volift¿ in the chin. Approximately 9 months later, patient experienced sinusitis, deemed not device related. Three weeks later, patient was injected with 1ml of juvéderm® voluma¿ xc to the t1's and 1ml of juvéderm® volift¿ into both cheeks. About two months later, patient reported after the a throat infection (not device related), a late inflammatory reaction developed in the form of raised papules on the skin surface in each area on the cheeks. There were absolutely no papules after the procedure. The condition regressed with steroids. It relapsed when the steroids were stopped. The patient did not request hyaluronidase. Symptoms on going. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿.